Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy and in irregular bleeding") in a 28-year-old female patient who had essure (batch no. B34589) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud. Concurrent conditions included endometriosis, arthralgia, asthma, headache and dysmenorrhea. Concomitant products included gabapentin since 2017, lisinopril since 2017, metronidazole since 2017, rizatriptan since 2015 and topiramate since 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), abdominal pain ("abdominal pain / left sode of abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (pelvic surgery on or about (B)(6) 2017/ bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, dyspareunia, migraine, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the coils protruding from the as were within protocol range (2-12): right 5 and left 4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes, on (B)(6) 2014 patient had clinical data for status post essure procedure concluded successful bilateral fallopian tube occlusion status post essure procedure. On (B)(6)2015 patient had clinical data for pelvic pain resulted in mild nonspecific endometrial prominence. The endometrial complex measures 12 mm in width, essure devices in place. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, lot number added, patient lab data added, patient historical and concomitant condition added, events added as vaginal haemorrhage, menorrhagia, dysmenorrhea. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy and in irregular bleeding") in a 28-year-old female patient who had essure (batch no. B34589) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud. Concurrent conditions included endometriosis, arthralgia, asthma, headache and dysmenorrhea. Concomitant products included gabapentin since 2017, lisinopril since 2017, metronidazole since 2017, rizatriptan since 2015 and topiramate since 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In july 2016, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"). In november 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), abdominal pain ("abdominal pain / left sode of abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (pelvic surgery on or about april 27, 2017/ bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 201. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, dyspareunia, migraine, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the coils protruding from the as were within protocol range (2-12): right 5 and left 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 21-mar-2014: full occlusion of fallopian tubes, on 21-mar-2014 patient had clinical data for status post essure procedure concluded successful bilateral fallopian tube occlusion status post essure procedure. On 05-jun-2015 patient had clinical data for pelvic pain resulted in mild nonspecific endometrial prominence. The endometrial complex measures 12 mm in width, essure devices in place. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs+mr received, reporter added, lot number added, patient lab data dded, patient historical and concomitant condition added, events added as vaginal haemorrhage, menorrhagia, dysmenorrhea. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report..

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and in irregular bleeding") in a 28-year-old female patient who had essure (batch no. B34589 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud. Concurrent conditions included endometriosis, arthralgia, asthma, headache, dysmenorrhea and metrorrhagia. Concomitant products included gabapentin since 2017, lisinopril since 2017, metronidazole since 2017, rizatriptan since 2015 and topiramate since 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), abdominal pain ("abdominal pain / left sode of abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (pelvic surgery on or about (B)(6) 2017/ bilateral salpingectomy), surgery (hysteroscopy endometrial ablation with sampling curettage) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the genital haemorrhage, dyspareunia, migraine, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the coils protruding from the as were. Within protocol range (2-12): right 5 and left 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes, on (B)(6) 2014 patient had clinical data for status post essure procedure concluded successful bilateral fallopian tube occlusion status post essure procedure. On (B)(6) 2015 patient had clinical data for pelvic pain resulted in mild nonspecific endometrial prominence. The endometrial complex measures 12 mm in width, essure devices in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy and in irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines") and abdominal pain ("abdominal pain"). The patient was treated with surgery (pelvic surgery on or about (B)(6) 2017). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.